Event description:
It was reported that patient experienced component defect issue event on (B)(6) 2026 as patient reported infusion set patch had to rip off due to clip being too small to unclip.

Manufacturer narrative:
Initial 7 of 7. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.